Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the lamp failed due to the age of the lamp, causing the e103 error. The customer has not contacted olympus regarding any additional errors after replacing the bulb.

Manufacturer narrative:
The olympus technical assistance center spoke with the biomedical engineer at the user facility to troubleshoot the issue. The technical assistance center determined the light bulb (lamp) needed to be replaced. The biomedical engineer was instructed on how to replace the light bulb. The biomedical engineer was going to replace the bulb and contact olympus with any further issues. No further issues have been reported.

Event description:
A biomedical engineer contacted olympus to report the device exhibited an e103 lamp error message. The issue was identified while preparing the device for use. There was no patient involvement.